Manufacturer narrative:
An event of heart block during the implant procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the heart block (left bundle branch block) appeared immediately after the balloon valvuloplasty was performed (before the valve was introduced into the patient). Based on available information, the reported event appears to be related to procedural conditions (balloon valvuloplasty). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for an implant. Prior to the balloon aortic valvuloplasty (bav) the patient was in sinus rhythm. A 20mm non-abbott device was used for the bav. The balloon was placed on a non abbott device and advanced across the aortic valve. The balloon was inflated to nominal and was subsequently removed from the body. After the bav electrocardiogram ( EKG) had demonstrated a change in her rhythm to a left bundle branch block. The 25mm navitor valve was placed and released with a depth of 2-3mm. The patient left the room and was monitored. During the night per physician's conversation, the patient went into complete heart block and required a permanent pacemaker. Patient is recovering well and is planned to be discharged this week.